Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter damage was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l groshong nxt catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and two circumferential splits were observed between the 38cm and 39cm depth markers. Microscopic examination of the catheter splits confirmed it was typical of contact with a sharp tipped or bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. Care should be taken when using sharp-edged instruments near the product, and the product instruction for use (IFU) was found to contain the following information which may be relevant to this type of event, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps." An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Reference faqir (B)(4) for further information regarding this type of event. A lot history review (lhr) of rebn1920 showed two other similar product complaint(s) from this lot number. Both of the complaints for this lot number (rebn1920) have been reported from the same facility in (B)(6).

Event description:
It was reported that when the outpatient maintenance was performed on (B)(6) 2018, a new connector was connected after the catheter had been trimmed and damage was later found at 38.5cm when flushing. The catheter was removed and re-placed. Evaluation of the device found sharp instrument damage on the catheter. No patient injury was reported.